Event description:
Per the clinic, the patient underwent a procedure (date not reported) for debridement of tissue around the abutment site. During the procedure a healing cap was placed on the fixture. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.